Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The malfunction code was reset by following the provided instructions, and after resetting, the code did not recur. Technical support advised the customer to monitor the pump and call back if the issue reappears, with the customer understanding and acknowledging the guidance.